Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple cartridge detection notifications occurred with multiple cartridges during the load process. Also, it was noted that a cartridge alarm 25 occurred during the load process. The reported issues did not impact the customer's blood glucose (bg) level; however, the customer stated that their bg level was elevated at over 400 mg/dl. Reportedly, the customer stated that it was due to steroid medication and not related to the pump or supplies. The customer was able to load a cartridge successfully and increased the basal rate.